Event description:
Customer reported via phone, the piston in the device stopped working. When she inserts a new reservoir, the piston continues to move forward and doesn't stop. Customer she was experiencing high blood glucose of 300 mg/dl because the device ran out of insulin. Troubleshooting was performed as customer was unable to exit the preparing prime loop. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.